Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: neu_unknown_cath, product type: catheter.

Event description:
Information was received from a consumer regarding a patient receiving unknown drug via an implanted pump. The indication for pump use was non-malignant pain. It was reported the patient's pump was removed because of how it was implanted. The doctor "knocked stent loose from pump" and "tied tubing in a knot." The pump was then turned off and was no longer working.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.